Manufacturer narrative:
Per additional information received on april 24, 2026, please disregard report #3014585508-2026-02427-00, as the patient stated that the cannula was visible and intact after removing the pod, indicating no needle mechanism failure. Therefore, the event does not meet reporting criteria.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s blood glucose level was reported to have reached 18.6 mmol/l (335 mg/dl) while wearing the pod between 37 and 48 hours. After noting elevated blood glucose levels, the patient observed that the cannula retracted and the pink slide moved forward; indicating a needle mechanism failure. As treatment, the patient applied a new pod.